Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when this device was positioned in a torque/sharp angle, the working channel sleeve protruded out of the catheter. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: manufacturer name, patient codes, mfg. Site name, device manufacture date.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when this device was positioned in a torque/sharp angle, the working channel sleeve protruded out of the catheter. There were no reported patient complications as a result of this event. Correction as of february 8, 2018. Upon examination of the device after the procedure, the protrusion could not be seen. There were no patient complications as a result of this event.

Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded, confirming the complaint. Maximum working channel sleeve protrusion was noted when the large knob was articulated clockwise. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The catheter was cut open using the cutting fixture. The working channel sleeve then protruded from the pebax. The working channel sleeve was removed. Witness marks were noted on the pebax. The white/clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when this device was positioned in a torque/sharp angle, the working channel sleeve protruded out of the catheter. There were no reported patient complications as a result of this event. Correction as of february 8, 2018. Upon examination of the device after the procedure, the protrusion could not be seen. There were no patient complications as a result of this event.